Event description:
It was reported by the customer that the pyxis medstation es system drawer 5 unable to open got stuck. A customer has reported that the delay in dispensing medication was caused by a malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that drawer stuck. A field service engineer discovered damaged rails located in main drawer 5 and subsequently proceeded to replace them. The system functioned as intended after field service engineer troubleshooting.